Manufacturer narrative:
Patient information is unknown. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that an automated impella controller (aic) alarmed for failure. The aic was replaced and impella support continued. No patient harm was reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ controller failure (red alarm) has been completed. The impella device was returned for evaluation. There was no log evidence to confirm the ¿controller failure¿ alarm. It is likely that the ¿controller error¿ alarm was misreported as a ¿controller failure¿ alarm. Loss of optical placement signal data (placement, signal not reliable, contrast, lamp, gain) and triggering of a controller error.